Manufacturer narrative:
Analysis confirmed the customer comment that the hanger and atrial port were in need of repair, both were broken. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's hanger and atrial port need to be repaired. It was also requested that the device receive its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.